Event description:
It was reported that the lead dislocated. The lead was explanted and replaced with good electrical values. The patient's condition before and after surgery was good.

Manufacturer narrative:
UDI (di): (B)(4).